Event description:
Too much artifact to get a clear reading for dfr/ffr/ifr. Used a different vendor's ffr wire to complete procedure. Manufacturer response for omniwire ffr pressure wire, (brand not provided) (per site reporter). Rep issued a no charge replacement and picked up product to submit internally for investigation.